Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a piece of essure coil material could be seen") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain in 2022, menses irregular, erythema, abdominal pain and abdominal cramps in 2021, dysmenorrhea and pelvic pain in 2019, vaginitis, amenorrhea and vaginal discharge in 2015, vaginal bleeding, parity 2 and gravida ii in 2014 and obesity. Previously administered products included: depo provera and mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.422 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indication(s): contraceptive mangmt nec. Findings : fluoroscopy was provided doctor during the procedure. Scout demonstrates bilateral tubal devices. Contrast filled the uterine cavity normally. There is ne contract extending alongside or beyond either tubal occlusion device, there is no filling if either fallopian tube. There is no intraperitoneal spill. Impression-bilateral tubal occlusion. [Pathology test] on (B)(6) 2022: material submitted : bilateral fallopian tubes clinical diagnosis: diagnostic laparoscopy, o/f pre-operative diagnosis: pelvic and perineal pain, risk reducing salpingectomy final diagnosis; bilateral fallopian tubes, bilateral risk-reducing salpingectomy: benign bilateral fimbriated fallopian tubes complete cross-sections of bilateral fallopian tubes identified gross:description:located towards distal portion of larger fallopian tube displays a coiled portion of metal consistent with a intrafallopian tube device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a piece of essure coil material could be seen") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain in 2022, menses irregular, erythema, abdominal pain and abdominal cramps in 2021, dysmenorrhea and pelvic pain in 2019, vaginitis, amenorrhea and vaginal discharge in 2015, vaginal bleeding, parity 2 and gravida ii in 2014 and obesity. Previously administered products included: depo provera and mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.422 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indication(s): contraceptive mangmt nec. Findings: fluoroscopy was provided doctor during the procedure. Scout demonstrates bilateral tubal devices. Contrast fille the uterine cavity normally. There is ne contract extending alongside or beyond either tubal occlusion device, there is no filling if either fallopian tube. There is no intraperitoneal spill. Impression-bilateral tubal occlusion. [Pathology test] on (B)(6) 2022: material submitted: bilateral fallopian tubes. Clinical diagnosis: diagnostic laparoscopy, o/f. Pre-operative diagnosis: pelvic and perineal pain, risk reducing salpingectomy. Final diagnosis: bilateral fallopian tubes, bilateral risk-reducing salpingectomy: benign bilateral fimbriated fallopian tubes. Complete cross-sections of bilateral fallopian tubes identified. Gross:description: located towards distal portion of larger fallopian tube displays a coiled portion of metal consistent with a intrafallopian tube device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.